Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) high within range shock impedance measurements. Since implant the impedance measurements ranged between high within range values and they have been gradually increasing ever since. X-rays were performed which showed a high amount of subcutaneous tissue between the electrode and the sternum. This suspected to be the main contributor to the high impedance values. A defibrillation threshold (dft) test was recommended in order to evaluate the device performance, depending on the results a system revision was also discussed. At this time, no changes have been performed. This system remains in service. No adverse patient effects were reported. Additional information was received detailing that a defibrillation threshold (dft) test was performed on the patient. No further adverse patient effects were reported. Additional information was received detailing that this device was explanted and replaced. No further adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields: b1: adverse event/product problem. B2: outcome attributed to adverse event. B5: describe event or problem field. D6b: explant date. H1: type of reportable event. H6: impact codes.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) high within range shock impedance measurements. Since implant the impedance measurements ranged between high within range values and they have been gradually increasing ever since. X-rays were performed which showed a high amount of subcutaneous tissue between the electrode and the sternum. This suspected to be the main contributor to the high impedance values. A defibrillation threshold (dft) test was recommended in order to evaluate the device performance, depending on the results a system revision was also discussed. At this time, no changes have been performed. This system remains in service. No adverse patient effects were reported. Additional information was received detailing that a defibrillation threshold (dft) test was performed on the patient.